Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. The spike was connected to the tubing with no leakage observed. Leak testing was performed with no issues noted. A clear-passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The uv spike outside diameter measurement was performed with the reading within the specification limits. A batch review could not be performed because the lot number was not provided.

Event description:
A doctor contacted baxter (B)(4) regarding a leak with a uv flash transfer set. The doctor stated the home patient (hp) noticed leakage around the spike of the transfer set after the solution bag was changed. The transfer set had been in use for 60 days. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed if additional information is received.